Manufacturer narrative:
The device not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited high capture threshold. Chest x-ray was performed and the lv lead was dislodged. During a device replacement procedure, multiple attempts were made to reposition the lv lead but unsuccessful. Another lv lead was successfully replaced. No additional adverse patient effects were reported. Device return is not expected.